Manufacturer narrative:
H3 and h6: the customer stated that they did not allege a contribution of the intellivue mp5 patient monitor to the reported death. A functional check of the device was requested. Despite several attempts to obtain additional details regarding the testing results for the device, no further information was provided and the outcome of the evaluation remains unknown. No subsequent calls were received from the customer regarding the reported device and issue. Due to the lack of available information, it remains unknown whether the monitor was tested and found to be working as intended. A malfunction of the device at the time of the reported event can therefore not be completely ruled out, even though the customer did not allege the monitor to be a contributing factor to the reported death. No subsequent calls were received from the customer regarding the reported device and issue. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided at time of report. Patient information requested, not available at time of report .

Event description:
The customer reported that a patient died during monitoring.